Event description:
Pt had surgery on (B)(6) 2004 to respect a displacing tear of anterior inferior right glenoid labrum and arthroscopic anterior decompression. Doctor placed a pain care 4200 catheter. Pt alleges glenohumeral chondrolysis.